Event description:
A malfunction alarm was reported with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction did not recur, and the customer was instructed to continue using the pump and to contact support if the issue reappears.